Event description:
Consumer called to report testing back-to-back and getting varying results. Analysis run on consensus error grid using mean reading (192) as reference point vs. Bd readings (270,340,78,79) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.